Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient was lightheaded due to pacing pauses. In addition, the right ventricular (rv) lead threshold had risen and was high. Oversensing was suspected but could not be confirmed as there was a lack of pacing spikes on the telemetry strips. The lead was explanted and replace. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.